Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that after looking at the impella cp under echocardiogram, the impella was facing the posterior wall impeding on the mitral valve leaflet. The patient was brought back to the catheterization laboratory to reevaluate placement of device under fluoroscopy. After multiple failed attempts, the impella was unable to be properly placed in the mid left ventricle cavity. The decision was made to remove the impella and reattempt to place a new cp utilizing the reaccess port to maintain the arterial site. The patient is stable.